Manufacturer narrative:
The customer comment that the delrin ball was missing was confirmed. The delrin ball was confirmed to be missing the battery housings during evaluation. Based on similar complaints, possible causes of a missing delrin ball include wear and tear, mechanical damage to the delrin ball that can cause it to shatter, or degradation of the delrin ball due to extended autoclaving.

Event description:
It was reported that the aseptic housings have delrin ball missing from the latch mechanism and could open during a medical procedure. It was noticed during inspection, no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the aseptic housings have delrin ball missing from the latch mechanism and could open during a medical procedure. It was noticed during inspection, no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.